Event description:
On (B)(6), 2025, a patient underwent a port placement procedure using the MRI powerport isp. During the port placement procedure sheath was allegedly broken at the curved part of the blood vessel upon retracting the dilator. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. During the port placement procedure sheath was allegedly broken at the curved part of the blood vessel upon retracting the dilator so the catheter couldn't go in. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 8.0fr peeled-apart sheath and dilator was returned for evaluation. Visual and functional evaluations were performed on the returned device. The peel-apart sheath and vessel dilator were noted to be bent. The peel-apart sheath and vessel dilator were not locked in place on the t-handle. Bunching was noted throughout the sheath shaft. An attempt to loaded back the vessel dilator to the peel-apart sheath was performed and was successful. Resistance was felt during attempt. The vessel dilator was able to lock into place. Therefore, the investigation is confirmed for the identified deformation issues and inconclusive for the reported failure to advance issues as the sample evaluation results indicating no difficulty/issue under laboratory conditions may not be representative of the condition of the device during use. However, it is unconfirmed for the reported fracture issue as more specific damages deformation issues were identified during investigation. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.